Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got motor arm cannot communicate with the main arm as well as pump error 15. The customer¿s blood glucose level was unknown. Troubleshooting was not performed for pump error. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however,the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.